Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06feb2019. The manufacturer's technical services (ts) confirmed the reported issue. The customer was advised to perform a full (performance verification test) pvt and address any issues found. The customer ran all tests on the machine and let it ventilate over night with no issues found. No repairs are needed at this time. The unit successfully passed the required performance verification test.

Event description:
The customer reported high pressure and high tidal volume alarms. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. Event date not specified; estimate used.